Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that their son was admitted to hospital due to high blood glucose level. Customer was throwing up and almost unresponsive. Customer¿s blood glucose level was 380 mg/dl, at the time of hospitalization. Customer reported that the retainer ring was not damaged. It was unknown that the customer was using insulin pump at the time of incidence or not. The insulin pump will not be returned for analysis.